Event description:
During a nephrectomy procedure, 2 clips loaded at once. One of the clips was dropped off into the operative field. Competing product was used to complete the case. There were no adverse consequences to the pt.